Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedance. The patient was doing well postoperatively and the explanted spinal cord stimulator (scs) leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 21323421. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedance. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility and will not be returned.